Event description:
The customer alleged the audible alarm failed to activate while in use. The nellcor puritan-bennett customer support engineer (npb cse) inspected the device and could reproduce no alarm failure. The unit passed extended self testing. It is not verified that the alarm failed to function and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.